Manufacturer narrative:
The lot was manufactured september 22, 2016 ¿ september 23, 2016. The device was received for evaluation. Visual inspection identified that the coil cap had not separated from the housing; however, the fill port cap was separated from the fill port. The cause of the separation could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the coiled cap was separated from the housing of a small volume infusor. This was observed before use. There was no patient involvement. No additional information is available.